Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the patient developed pericardial effusion that was detected through an echocardiogram. The lead was implanted and no additonal interventions were needed. No additional adverse patient effects were reported.